Manufacturer narrative:
Permanent samples of lot 0703002 and lot 0706042 were tested according to the final release instructions, and the results in mechanical testing exceed the minimum acceptance limit. The returned sample was inspected. Conclusions: the cause of the fixation failure is not known. It is not known whether the patient followed the given instructions regarding postoperative immobilization. Please note the following statements in the IFU: as with any surgical procedure, careful postoperative management is important for optimal healing. Provide the patient with detailed instructions for postoperative care. The patient should be warned that the implants can break or loosen as a result of early stress, activity or load bearing. Premature discontinuation of additional postoperative immobilization or fixation may cause non-union or mal-union. Complications are similar to those with any method of internal fixation: premature bending, loosening, breakage or migration of the devices may result from early stress, activity or load bearing.

Event description:
According to the received information, the inion otps freedomplate was used to fix a fracture of the clavicle and the fixation was noticed to have failed approximately 1 month postoperatively. The patient was doing fine but the complication was seen in the control x-rays. The patient was reoperated with metal plate and screws.